Manufacturer narrative:
(B)(4). The complaint sleepstyle auto CPAP is currently is expected to but has not yet received at fisher and paykel healthcare(f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the power socket of a fisher & paykel healthcare (f&p) sleepstyle auto CPAP was faulty. There was no patient involvement.

Event description:
A distributor in australia reported that the power socket of a fisher & paykel healthcare (f&p) sleepstyle auto CPAP was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint sleepstyle auto CPAP was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: external inspection of the sleepstyle auto CPAP confirmed that there was no impact damage. Visual inspection confirmed that electrical socket was sticking out and not in properly. Conclusion. We are unable to determine the cause of the power socket faulty. However, it appears that the unit was disassembled by customer and when reassembled, the electrical socket was not fitted correctly. Our user instructions that accompany the f&p sleepstyle state the following: - "do not use if the device, power cord or accessories are damaged, deformed, or cracked." - "do not pull on the power cord as it may become damaged." - "turn the device off at the power supply, then remove the power cord from the rear of the device." - "do not take apart the device. Taking the device apart, for example by unscrewing the underside of the device, will damage pressure seals and electrical components."